Event description:
It was reported that the patient received multiple inappropriate shocks secondary to a fracture in the right ventricular lead. The lead was explanted. No further patient complications have been reported as a result of this event.